Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 1/17/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: -please confirm. Did the suture and needle both break? Or did the suture pull off the needle? -please clarify when the issue occurred (in the package/removal from package /during passage through tissue)? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic staging of endometrial cancer under general anesthesia on (B)(6) 2023 and suture was used. After removing the patient's uterus during the surgery, the touring nurse provided suture according to the doctor's needs for residual suture. When the hand washing nurse opened the suture, nurse found that the needle and suture were broken. The touring nurse promptly replaced the same model and batch of suture, and the surgery was successfully completed. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please confirm. Did the suture and needle both break? Or did the suture pull off the needle? Please clarify when the issue occurred (in the package/removal from package /during passage through tissue)? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.